Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, it was reported to the dl per healthcare professional the is coming unflagged from the needles and unattached. Site have had 3 separate packs from this box. No adverse impact patient/user. Device is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. We¿ve sent a return kit to facilitate the return of the affected devices/samples from the same lot. Could you please confirm if credit/replacement is required and provide the invoice order? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.